Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "after 17:00 on (B)(6) 2022, an urgent patient came and an iab was inserted. About 23:00, while driving iabp, the screen suddenly froze, and pumping stopped. The user pushed the button, but it did not work at all, so the user turned off the power once and restarted, then the drive resumed. About 0:30 on 03 oct 2022, about 1 hour after restart, pumping stopped again. The screen did not freeze but pushing the button did not work. Therefore, iabp was replaced with another one in the facility". No report of patient harm or injury.

Event description:
The report states "after 17:00 on (B)(6) 2022, an urgent patient came and an iab was inserted. About 23:00, while driving iabp, the screen suddenly froze, and pumping stopped. The user pushed the button, but it did not work at all, so the user turned off the power once and restarted, then the drive resumed. About 0:30 on (B)(6) 2022, about 1 hour after restart, pumping stopped again. The screen did not freeze but pushing the button did not work. Therefore, iabp was replaced with another one in the facility". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.